Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the surgeon went to engage the clip and the clip did not close. The clips shot out the applier unformed. It would fire appropriately intermittently. Clips were retrieved from the patient. Used the reusable applier to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Tracking #.43763. D5,6; h4: info not available, device not returned for analysis.